Event description:
On (B)(6) 2009, patient reported receiving occlusions while in the run mode during basal delivery. She stated she has gotten 3 occlusions today and each time she changed the infusion tubing, the infusion device will work for a few hours, then she will get another occlusion. Patient stated she just changed the infusion tubing right before she called due to an occlusion, and right now the infusion device is working correctly. Patient reported the last 30 or so infusion sets have all occluded. The sets turn white after she uses them at the luer lock. She stated this has occurred with different shipments and lots of infusion sets since (B)(6) 2009. Patient reported she sometimes reuses the insulin cartridges, but says the current one is new. Advised never to reuse a cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent information on infusion site management, the infusion device and infusion sets were replaced and requested return for evaluation.